Event description:
Healthcare professional reported left side "breast deformity, control ultrasound revealed damage to the implant capsule" confirmed via ultrasound. Device was explanted and replaced with non-abbvie devices.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "breast deformity, control ultrasound revealed damage to the implant capsule" confirmed via ultrasound. Device was explanted and replaced.